Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic anterior resection, while the device was being applied to the colon anastomosis, after the device was fired and the black knob was turned 2 full turns and instrument 'clicked', the surgeon experienced difficulty in withdrawing the device from the cavity because more resistance was felt than usual. The surgeon then moved the instrument forward and back a little (a couple of cm's) and then slowly withdrew without further resistance. The surgeon then performed a "coloscopy" and the staple line appeared as expected and was patent. The staple line was oversewed.